Event description:
It was reported that there was an impedance issue. There were high impedances of greater than 10,000 ohms. Only electrodes 3 and 5 were within normal range, all others were greater than 10,000 ohms. Reprogramming and impedance testing was done. The patient would be scheduled to meet with the healthcare provider (hcp) to discuss possible lead revision. If there was a product issue, the issue was not resolved. Patient status at the time of the report was alive, no injury. The patient symptom or complication associated with the event was less than 50% therapy relief at the lead location. The patient was reprogrammed. The patient needed coverage of the bilateral lower extremities. The two contacts were used that were still working and they were able to gain moderate coverage of the bilateral legs. The patient would try the stimulation as programmed and would make an appointment with the hcp to discuss possible lead revision. Information regarding if a revision was scheduled and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical devices: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead, product ID: 97740, serial#: (B)(4), product type: programmer. Patient, product ID: 97754, serial #: (B)(4), product type: recharger. (B)(4).